Event description:
It was reported that a patient underwent a mini laparotomy on (B)(6) 2012 and suture was used. While closing the adipose tissue the needle broke near the swage. The needle fragment was retrieved. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual needle shows a bent needle with a fracture in the area one-third of the distance from the attachment end. During visual inspection under a light-microscope, several heavy marks of a needle holder were found in this area, direct on the breakpoint and thru the needle point area which indicate that the needle was handled there. The breakpoint shows no material or manufacturing defects. The reshaping (bent up) of the concerned needle indicates that the material was overstressed during use (first bent up and then breakage).